Event description:
Patient was not physically or negatively impacted. Delay of procedure due to multiple trays needing to be opened due to "clamp style catheter connector" defect. On (B)(6) 2016 sps coordinator and this writer spoke with physician. He demonstrated concern. Epidural catheter is in patient on one end. On other end catheter is fed thru a clamp device to its stop point then clamp closed and syringe attached. At this point the clamp is supposed to hold catheter for fluid injection into the patient. The failure in this case is that the clamp closed off the catheter to any fluid advancement. B braun perfix continuous epidural anesthesia tray. Device failure of "clamp style catheter connector" in tray. Reference number (B)(4) lots 61493748, 61500698, and 61486705. The 3 lot numbers identified as having defective clamps were: 61493748 (3 trays) 61500698 (1 tray) 61486705 (1 tray). On (B)(6) 2016 b. Braun representative received one clamp style catheter connector from a perfix continuous epidural anesthesia tray. The clamp may or may not be the defective piece of equipment. Product code (B)(4). Lumbar esi (B)(6) 2016 lumbar epidural injection of steroid.